Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered the target lesion was located in the moderately tortuous and moderately calcified artery in the upper arm. Upon removing the 18 165cm transend¿ guide wire, however, the distal part was bent into a hook and the distal part was stuck within the stenosis in the lesion. Eventually after the guidewire was removed forcefully, puncture site became big slightly and was treated with astriction. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag loaded in foreign catheter. The unit returned has distal end kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip detached at 158 cm to the proximal section of the device ( the distal tip was returned). The guidewire overall length could not be measured due to the device condition distal section detached). The distal tip outer diameter (od) was taken and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered the target lesion was located in the moderately tortuous and moderately calcified artery in the upper arm. Upon removing the 18 165cm transend¿ guide wire, however, the distal part was bent into a hook and the distal part was stuck within the stenosis in the lesion. Eventually after the guidewire was removed forcefully, puncture site became big slightly and was treated with astriction. The procedure was completed with another of the same device. No patient complications were reported.